Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned; however, an unused companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by priming the device and checking the device for flow. The set was found to flow normally. All three clamps were tested and functioned as designed with the on/off clamps shutting off flow completely. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type bladder irrigation set experienced a slow flow. This occurred during use. The clamps were open but solution would only flow at a ¿small drip¿. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A companion device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.